Manufacturer narrative:
Analysis of the submitted system controller log files confirmed the report of low speed/pump stop alarms. A specific cause for these findings could not be established through this evaluation. The submitted x-rays were unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump exchange referenced in this section was reported under medwatch MFR #2916596-2017-01859. Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 33 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017, that the patient¿s pump was exchanged at another hospital on (B)(6) 2017 for suspected pump thrombus. On the new pump, pump stoppages were occurring. The submitted log file was reviewed by the manufacturer¿s technical services representative and confirmed the pump stoppages. The data showed a type of trajectory that has been linked to the possible issues with the percutaneous lead (driveline). On (B)(6) 2017, another pump stoppage occurred that resolved quickly. Submitted x-rays were reviewed and were unremarkable. An ungrounded power module patient cable was used for ac power support. No additional information was provided.